Manufacturer narrative:
The complaint investigation for false positive alinity I total ¿-hcg results included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45628ud01 and complaint issue. The overall performance of the alinity I total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median values (for the negative population) for the complaint lot are within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of a retained reagent kit of the complaint lot was performed using panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total ¿-hcg reagent lot 45628ud01.

Event description:
The customer observed false positive alinity I total ¿-hcg results for a non-pregnant 34-year-old female patient undergoing a physical examination. The physician questioned the result. The sample was repeated, and the result was still positive. The same sample was tested on the siemens platform which generated a negative result. The following data was provided: initial result = 471 miu/ml (positive); repeat result = 400 miu/ml (positive). Siemens result = < 10 (negative). No impact to patient management was reported.

Manufacturer narrative:
Section e1 - facility name: (B)(6). Section e1 - address 1: (B)(6). This report is being filed on an international product, alinity I total -hcg, list number 7p51-77 that has a similar product distributed in the us, list number 7p51-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total -hcg results for a non-pregnant 34-year-old female patient undergoing a physical examination. The physician questioned the result. The sample was repeated, and the result was still positive. The same sample was tested on the siemens platform which generated a negative result. The following data was provided: initial result = 471 miu/ml (positive); repeat result = 400 miu/ml (positive). Siemens result = < 10 (negative). No impact to patient management was reported.